Manufacturer narrative:
Block a4 (weight): patient's weight is 81.4 kg. Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. Orange and blue blurred lines covered the screen until the image was completely lost. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The device was fully articulated in all directions and pressure was placed on the camera wire solder pads but the image was not restored. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires upon first glance. When reexamined, the voltage drain drain (vdd) pad showed poor solder application. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The fluidics port was drained and 2 milliliters were extracted. However, the image was not restored. The device was reexamined. Upon plugging in the device, the image died immediately. Putting pressure on the vdd camera wire pad restored the image. The reported event was confirmed. During product analysis, inadequate contact between the camera wire and solder pads was observed in an x-ray. The image was recovered by pressing on the vdd solder pad. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the image of the first spyscope ds ii was lost approximately 2 minutes in the procedure while advancing into the cbd. A second spyscope ds ii was used and the image was lost while advancing down the ercp endoscope. The controller was rebooted, the spyscope ds ii catheter was removed and reconnected back to the controller; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's weight is 81.4 kg. (Initial reporter address 1): (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the image of the first spyscope ds ii was lost approximately 2 minutes in the procedure while advancing into the cbd. A second spyscope ds ii was used and the image was lost while advancing down the ercp endoscope. The controller was rebooted, the spyscope ds ii catheter was removed and reconnected back to the controller; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.